Event description:
It was reported that during the implant procedure, the wire was not able to be passed through the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and there was blood on the distal conductor of the lead and it was obstructed. The stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated damage at implant. The analyst noted that a fresh stylet was used to perform the test. The stylet stopped at 36.5cm due to blood. The returned stylet was found kinked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.